Event description:
It was reported that the user experienced hypoglycemia after announcing a larger-than-usual meal and exercising, with sensor readings showing a steep decline following the meal announcement and a measured blood glucose of 53 mg/dl despite approximately 50 grams of carbohydrate intake. Symptoms included low blood glucose. Outcomes included the need for oral glucose treatment, with the user continuing to take additional carbohydrates and reporting confidence in self-management. Investigation included review of the event details and provision of troubleshooting and education. Investigation of this case revealed no device malfunction reported and that exercise following a larger meal announcement could have contributed to the hypoglycemic event. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.